Event description:
It was reported that the customer's insulin pump had an error alarm while changing the reservoir and insulin was squirting out. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the basic occlusion test as a result of a loose drive support disk.